Event description:
It was reported that the patient underwent a sling procedure in 2006. During the procedure, the inserter would not disconnect from the mesh and the "mesh slipped". The sling procedure was successfully completed using another device.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.